Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. After pre-dilation, a 3.00x32mm promus element¿ plus drug eluting stent was advanced but failed to cross a severely tortuous and moderately calcified lesion, even after repeated attempts. Significant resistance was encountered during insertion. Post-dilation was performed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the 6th to the 15th most distal stent rows were raised from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during advancement/withdrawal of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).